Event description:
A malfunction was reported, indicated by a malfunction code, which was successfully reset with the assistance of technical support. There was no reported impact on the customer¿s blood glucose level. The customer was informed to continue using the pump and advised to report back if the malfunction recurs.